Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 550mg/dl. Trouble shooting was performed and found low reservoir alarm at 15 units instead of the preset 20 units. Customer reports event was resolved by changing complete set (inf and res). Customer does not have product in question to return. The customer declined for high blood glucose. The product will not be returned for analysis.